Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation as it remains implanted. Based on the information received, the results are inconclusive and the root cause of the event is unk. The removal of this filter is considered to be an off label use of this device. The information for use (IFU) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.

Event description:
It was reported during a scheduled removal, it was discovered that the apex of the filter was against the vessel wall. The apex was located right above the left renal. The doctor attempted to remove the filter, however was unable to. There was no patient injury reported.